Event description:
As reported, when the healthcare professional attempted to deploy the 7x80 smart flex self-expanding stent (ses), the stent did not release. The case began with access via the left brachial artery using a 7f, 70 cm unknown sheath, later changed to an 8f, 70 cm unknown sheath, and a 0.035" 300cm hydrophilic unknown guidewire. The user attempted to implant the stent within the lesion in the external iliac artery at the transition to the femoral artery. However, after 3/4 of the stent was deployed, the release could not be completed. Eventually, the stent was fully deployed in the common iliac artery, and the distal portion was dilated with a 7 mm balloon, although it did not expand sufficiently. The user observed the release 3/4 of the stent, they were unable to continue with the release of the stent and removed the system as best they could. A non-cordis 7 mm balloon-expandable stent was then attempted but migrated distally and had to be retrieved with a loop catheter. The procedure was completed successfully with the implantation of a 7 mm × 60 mm × 120 cm smart flex stent in the common iliac and femoral artery without further complications. There was no reported injury to the patient. The product was stored and handled according to the instructions for use (IFU). The temperature exposure indicator confirmed proper storage conditions. The device was inspected and prepped per the IFU, with no unusual observations noted prior to use. Upon removal from the tray, the stent remained constrained within the outer sheath. A stopcock was not connected to the y-connector of the tuohy borst valve, and no difficulty was encountered while flushing the sds. The target lesion vessel was the external iliac artery, with a diameter of 6 mm and a length of 60 mm. The unconstrained stent diameter was 1¿2 mm larger than the vessel diameter. The lesion had a 70% stenosis and was heavily calcified (estimated at 70¿80%) with 60% vessel tortuosity. The stent delivery system passed through acute bends due to recanalization. Difficulty was encountered while advancing the sds, attributed to the arterial calcification. Some unusual event occurred during the procedure, though no thrombus was present. The device will be returned for evaluation.

Manufacturer narrative:
As reported, when the healthcare professional attempted to deploy the 7x80 smart flex self-expanding stent (ses), the stent did not release. The case began with access via the left brachial artery using a 7f, 70 cm unknown sheath, later changed to an 8f, 70 cm unknown sheath, and a 0.035" 300cm hydrophilic unknown guidewire. The user attempted to implant the stent within the lesion in the external iliac artery at the transition to the femoral artery. However, after 3/4 of the stent was deployed, the release could not be completed. Eventually, the stent was fully deployed in the common iliac artery, and the distal portion was dilated with a 7 mm balloon, although it did not expand sufficiently. The user observed the release 3/4 of the stent, they were unable to continue with the release of the stent and removed the system as best they could. A non-cordis 7 mm balloon-expandable stent was then attempted but migrated distally and had to be retrieved with a loop catheter. The procedure was completed successfully with the implantation of a 7 mm × 60 mm × 120 cm smart flex stent in the common iliac and femoral artery without further complications. There was no reported injury to the patient. The product was stored and handled according to the instructions for use (IFU). The temperature exposure indicator confirmed proper storage conditions. The device was inspected and prepped per the IFU, with no unusual observations noted prior to use. Upon removal from the tray, the stent remained constrained within the outer sheath. A stopcock was not connected to the y-connector of the tuohy borst valve, and no difficulty was encountered while flushing the sds. The target lesion vessel was the external iliac artery, with a diameter of 6 mm and a length of 60 mm. The unconstrained stent diameter was 1¿2 mm larger than the vessel diameter. The lesion had a 70% stenosis and was heavily calcified (estimated at 70¿80%) with 60% vessel tortuosity. The stent delivery system passed through acute bends due to recanalization. Difficulty was encountered while advancing the sds, attributed to the arterial calcification. Some unusual event occurred during the procedure, though no thrombus was present. The device will be returned for evaluation. A non-sterile unit of product ¿smart flex 7x80 vas, 120cm¿ was received coiled inside of a clear plastic bag along with an unknown non-cordis procedure sheath. The device was unpacked for evaluation. The unit was found fully deployed, and the stent itself was not returned for analysis. The hemostasis valve was tightly closed. A kink was observed approximately 118 cm from the proximal end. No additional abnormalities were noted on the returned portion of the device. A functional test could not be performed because the device arrived fully deployed and exhibited a severe kink. The event ¿stent - incomplete expansion¿ could not be confirmed due to the nature of the event as this cannot be replicated in the lab setting; additionally, no procedural films were provided. Therefore, the exact causes cannot be conclusively determined. However, incomplete expansion in heavily calcified lesions is a known procedural outcome and aligns with the reported event. The reported ¿stent delivery system (sds) deployment difficulty¿ cannot be verified as functional analysis cannot be performed. This event is most likely attributable to procedural and anatomical factors rather than a device-related malfunction. The target lesion exhibited severe calcification (70¿80%) and moderate tortuosity (approximately 60%), and the stent delivery system was advanced through acute bends. These conditions can increase friction along the delivery path, limit device trackability, and impede uniform stent expansion. Resistance encountered during advancement of the system suggests interaction between the device and the calcified, tortuous vessel, which may have contributed to the inability to complete stent release. The device returned for analysis was fully deployed and exhibited a severe kink approximately 118 cm from the proximal end. This damage is consistent with high mechanical stress during manipulation in a challenging anatomy. As listed in the contraindications in the instructions for use, not intended for use in lesions that cannot be pre-dilated or 100% occluded artery that cannot be successfully crossed. Based on the information available for review the collective evidence supports that the deployment difficulty and suspected incomplete expansion were most likely influenced by the vessel¿s heavy calcification, tortuosity, and procedural manipulation rather than by an intrinsic defect of the device. According to the instructions for use, which is not intended as a mitigation, ¿prepare stent delivery system: open the outer box to reveal the pouch containing the stent and delivery catheter. After careful inspection of the pouch, looking for damage to the sterile barrier, carefully peel open the outer pouch and extract the inner pouch. Carefully peel open the inner pouch and remove the backerboard with carrier tube which holds the stent delivery system. Warning: do not use if pouch is opened or damaged. Set the backerboard with carrier tube on a flat surface. Remove the stent/delivery system from the carrier tube. Examine the device for damage. If it is suspected that the sterility has been compromised or the device is damaged do not use the device. If the distal tip (8) is not seated in the outer sheath (1), loosen the tuohy borst valve (5) on the handle (3) and retract the pusher tube (2) such that the distal tip (8) will seat in the outer sheath (1). Tighten the tuohy borst valve by rotating the valve hub clockwise. Check to ensure that the tuohy borst valve (5) on the handle is tightened on the pusher tube (2). Use a 1-3 cc syringe to flush the outer sheath (1) with sterile heparinized saline through the female luer (4) on the handle. Flush until only a few drops of saline exit the distal end of the outer sheath. Complete system flushing may require 2-3 flushings with a 1cc syringe. Warning: if the outer sheath (1) cannot be flushed do not use the device. Use a 3-10 cc syringe to flush the inner lumen of the guidewire tube with sterile heparinized saline through the proximal luer hub (6) attached to the pusher tube (2), until saline flows out of the guidewire lumen at the distal tip. Warning: if the inner lumen of the guidewire tube (7) cannot be flushed do not use the device. Introduce the stent delivery system: advance the device over the guidewire and through the introducer to the target site. If resistance is met during delivery system introduction, the system should be withdrawn and another system used. Under fluoroscopic guidance, position the distal stent markers (10) distal to the target lesion and proximal placement marker (12) proximal to the target lesion. Straighten the proximal part of the delivery system as much as possible and keep the handle in a stable position. The tuohy borst valve (5) on the handle (3) must be loosened to allow free movement of the pusher tube (2). If resistance is encountered at any time during the insertion procedure, do not force passage. Resistance may cause damage to stent or system. If resistance occurs during movement through the sheath, carefully withdraw the stent system. Once stent deployment has begun, the stent must be fully deployed. The system is not designed for stent repositioning or recapturing. If resistance is felt when initially retracting the outer deployment sheath, do not force deployment. Carefully withdraw the stent system without deploying the stent.¿ the information available nor product analysis suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, when the healthcare professional attempted to deploy the 7x80 smart flex self-expanding stent (ses), the stent did not release. The case began with access via the left brachial artery using a 7f, 70 cm unknown sheath, later changed to an 8f, 70 cm unknown sheath, and a 0.035" 300cm hydrophilic unknown guidewire. The user attempted to implant the stent within the lesion in the external iliac artery at the transition to the femoral artery. However, after 3/4 of the stent was deployed, the release could not be completed. Eventually, the stent was fully deployed in the common iliac artery, and the distal portion was dilated with a 7 mm balloon, although it did not expand sufficiently. The user observed the release 3/4 of the stent, they were unable to continue with the release of the stent and removed the system as best they could. A non-cordis 7 mm balloon-expandable stent was then attempted but migrated distally and had to be retrieved with a loop catheter. The procedure was completed successfully with the implantation of a 7 mm × 60 mm × 120 cm smart flex stent in the common iliac and femoral artery without further complications. There was no reported injury to the patient. The product was stored and handled according to the instructions for use (IFU). The temperature exposure indicator confirmed proper storage conditions. The device was inspected and prepped per the IFU, with no unusual observations noted prior to use. Upon removal from the tray, the stent remained constrained within the outer sheath. A stopcock was not connected to the y-connector of the tuohy borst valve, and no difficulty was encountered while flushing the sds. The target lesion vessel was the external iliac artery, with a diameter of 6 mm and a length of 60 mm. The unconstrained stent diameter was 1¿2 mm larger than the vessel diameter. The lesion had a 70% stenosis and was heavily calcified (estimated at 70¿80%) with 60% vessel tortuosity. The stent delivery system passed through acute bends due to recanalization. Difficulty was encountered while advancing the sds, attributed to the arterial calcification. Some unusual event occurred during the procedure, though no thrombus was present. The device will be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.